Event description:
The customer reported the probe's distal portion kinked during passage, requiring the removal and passage of a new probe. There was no harm to the patient.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) review could not be performed because no lot number was provided. No sample was available, but a photo was provided for evaluation. A tube that is being held, causing a kink in the tube can be observed in the photo. The reported condition could be confirmed through the photo. An investigation was carried out with the multifunctional team. All processes and controls were found to be followed correctly, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. No potential root cause could be determined without a sample. A risk assessment was carried out to determine the observed occurrence for this failure mode. The observed occurrence was below the expected range. No further action is required at this time. This complaint will be used for tracking and trending purposes.